Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a pump module was programmed to infuse pitocin at the ordered rate however it did not infuse in the "set target". There was patient involvement but no harm.

Event description:
It was reported a pump module was programmed to infuse pitocin (500ml/ pitocin 30 units) at the ordered rate of 12mu/min, however it did not infuse in the "set target". There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number(B)(6) is a concomitant and this file has captured the correct suspect device with serial number#(B)(6) as per investigation report. Omit: concomitant med prod data (8015) , b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a pump module was programmed to infuse pitocin at the ordered rate however it did not infuse in the "set target". There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Correction : date of event ,concomitant med prod data.

Event description:
It was reported a pump module was programmed to infuse pitocin (500ml/ pitocin 30 units) at the ordered rate of 12mu/min, however it did not infuse in the "set target". There was patient involvement but no harm.